Event description:
Distal screw broke 2-3 weeks after primary discovered on x-ray surgeon did not revise until troch nail fractured.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for the nail part and lot number combination. The lot number for the screw was not provided. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.